Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d4 (include UDI). Include manufacturing date in h4 as it was missing from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the indicated phenomenon was not reproduced. However, the crack on the connector is recognized, thus it is possible that strong impact was applied on the connector part and abnormality occurs inside the connector and it caused occurrence of the image disappearance incidentally. The event can be detected/prevented by following the instructions for use which state: "do not strike the camera head. Do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was evaluated . Device evaluation was not able to reproduced the no image displayed issue, however, inspection found the connector part of the device has a crack and the head part imaging pixel has a defect. The lens (head main body) found with scratches. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the image did not displayed . The issue was found at preparation for use for a therapeutic trans urethral resection of bladder tumor (tur-bt) procedure. The device was replaced and the intended procedure was completed using a similar device. There was no patient harm, no user injury reported due to the event.